Event description:
It was reported that during mitraclip and triclip procedures, regarding the new generation of mitraclip and triclip g5, physicians at this facility have been actively voicing their discontent regarding the stiffness of the dc handle. It was stated that while turning the clip delivery system (cds), to achieve correct perpendicularity during the clocking step, the tsgc did not maintain position, and more force had to be exerted while retracting the dc handle completely and advancing it forward. It was noted that in some procedures, the clip delivery system may have been curved a little over 90 degrees, but not all of them. In the physicians¿ opinion, the new generation of mitraclip and triclip g5 should have been an improvement but has instead been a step back. This was a general comment from the facility. No specific product or procedure was reported. There were no adverse patient effects and no clinically significant delay in a procedure reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.